Event description:
Additional information provided by customer. After each procedure, the device was reprocessed according to instructions for use.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return annual inspection process. During routine inspection of the device by olympus a technical evaluation was performed, and brownish and orangish stains were found on the light guide lens adhesive. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Additional issues were identified during the device evaluation: the adhesive around the objective lens had wear; there was a metal particle around the lever arm; and the adhesive around the light guide lens had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a conclusive root cause of the reported event is unable to be determined. However, the cause of the event is possible humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected by following the instructions for use (IFU) section: the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.